Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the ccd signal wire fluid damage, the lcb (light carrying bundle) fluid damage, the electrical pin connector fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the distal body broken, the objective lens broken, the suction channel buckled, the angle wire play, the ccd drive pcb corroded, the air/water nozzle missing, the air/water nozzle deformed, the junction case leak, the lg prong top loose, the root brace rubber (insertion flexible tube) discolored, and the root brace rubber (lg control body) discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.